Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. Concomitant products: product ID 7130 competitor implantable tachy lead implanted: (B)(6) 2009; product ID 402385 implantable pacing lead implanted: (B)(6) 2001; product ID 507658 implantable pacing lead implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri) earlier than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.